Manufacturer narrative:
Product complaint # (B)(4). Investigation summary in conclusion, the strike-plate fracture is attributed to repeated off-axis impaction after extended, frequent use. The root cause is attributed to device wear-out after 8 years into distribution. No further investigation with regard to this complaint is required. No code available ((B)(4)) is used to capture no information available and surgery prolonged.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Greatbatch offset cup impactor broke during a hip procedure. There is no patient impact as this issue happened while fitting the test liner.